Manufacturer narrative:
Additional code added to section evaluation code result. Correction to section evaluation code conclusion. Additional codes added to section evaluation codes device evaluation summary: the following components were returned to medtronic for failure investigation: 1. Two breath delivery (bd)power controllers printed circuit boards (pcbs) 2. Main backplane pcb 3. Power distribution direct current compressor pcb 4. Power controller, compressor pcb the above components were visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. Two batteries were returned to medtronic for failure investigation. There was no visible distortion or damage observed that may have affected the function of the batteries and the firmware was correct. The reported event for no led indicators was duplicated. The analysis showed that the battery was not charging while connected to ac power, which is indicative a hardware short circuit. With an hsc (hardware short circuit) failure the battery will not work. Two bd power distribution pcbs were returned to medtronic for failure investigation. Visual inspection of the bd power distribution pcbs determined a blown r6 resistor that rendered the board unsafe to install in a test ventilator. The likely cause of the failure is a faulty c53 capacitor on the direct current (dc)-dc converter board. The dc-dc converter board was returned to medtronic for failure investigation. Visual inspection of the dc-dc converter pcb determined a blown c53 capacitor rendered the board unsafe to install in a test ventilator (see attached). The likely cause of the failure is a faulty c53 capacitor. The blown c53 likely lead to the r6 resistor blowing out on both returned bd power distribution pcbas. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the compressor power distribution printed circuit board, breath deliver power distribution printed circuit board, power controller printed circuit boards for breath delivery and compressor, main power control board, direct current (dc) to dc converter printed circuit board (pcb) and both lithium batteries. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator graphical user interface (gui) went blank, generated a ¿loss of power¿ alarm and the ventilator stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. In addition, it was reported that when the unit was inspected by the biomed the primary battery light-emitting diode (led) had no indicators and the gui display had an electrical burn smell.